Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login to station. A technical support specialist (tss) spoke with the customer to confirm the issue. The tss confirmed that the issue had already been resolved and noted that the customer wanted to understand the cause. Access was obtained to the server using securelink, and the intrusion detection system logs were reviewed. It was confirmed that users were able to log in without issues at the time of review, and the customer indicated that the issue had occurred between 3:00 a.m. And 4:00 a.m. Further findings showed errors related to a backup job that had failed temporarily and resolved on its own. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.